Event description:
Additional information was received that indicated the patient was admitted to the index procedure on (B)(6) 2005 with chest discomforts and acute inferior wall st elevation myocardial infarction. The patient had moderate diagonal branch disease and an acutely occluded right coronary artery. The lesion was pre-dilated with a 2.5 x 15 maverick balloon at 8atm for 30 secs. There was a significant amount of spasm. A 2.5 x 25mm cypher stent was deployed at 13 atm to a diameter of approximately 2.7mm. Angiography demonstrated an excellent result within the stented segment in the mid rca and throughout the entire vessel and no residual stenosis. The flow was grade ad timi grade 3. Acts were maintained greater than 250 seconds. The sheath in the right sfa was too low for closure devices and was therefore sutured in place to be removed when acts tell subtherapeutic. On (B)(6) 2010, the patient was admitted with lumbar spinal stenosis. The patient was admitted by orthopedic surgery for lumbar laminectomy. In the hospital the patient became hypotensive with blood pressure into the 80s. Further work up included cardiac markers and patient troponins went back to normal at 0.16.

Manufacturer narrative:
Additional reagent lot number 71580m100 evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account increased repeat reactive rates for prism htlv-I/htlv-ii in 2009. The account stated 11 specimens were prism htlv-I/htlv-ii repeatedly reactive but were confirmed negative. No specific specimen data was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - field data related to the issue within the complaint (elevated reactive rates) from multiple customers and reagent kits were reviewed. The results of the investigation for lot 70383m100 are included below: results of this investigation indicated that (B)(4) reagent lot 70383m100 is performing according to product label claims. The investigation for (B)(4) reagent lot 70383m100 included a review of field data reported to our prism metrics database. The overall initial and repeat reactive rates were calculated to be 0.11% and 0.08%, respectively. The calculated values were compared to the upper 95% confidence limits for initial and repeat reactive rates within the (B)(4) package insert. Both the initial and repeat reactive rates observed for lot 70383m100 were below the upper 95% confidence limits (0.20% for initial reactive rate and 0.11% for repeat reactive rate). As serum is the sample type primarily used at the customer facility for testing with (B)(4), a review of field data from customer sites also known to be using primarily serum samples was performed. For lot 70383m100, the initial and repeat reactive rates for this serum population were calculated to be 0.09% and 0.07%, respectively. These initial and repeat reactive rates are below the upper 95% confidence limits in the package insert for a serum population (0.11% for initial reactive rate and 0.09% for repeat reactive rate). From this investigation, we conclude that (B)(4) reagent lot 70383m100 is meeting product label claims. The results of the investigation for lots 71580m100 and 71527m100 are provided below: a review of field data was performed. Initial and repeat reactive rates of lots 70382m100 and 74603m100 were compared to the upper 95% confidence limits in the (B)(4) package insert (commodity (B)(4)) for the combined serum/plasma population, as well as for the serum population. A product deficiency has been identified in that (B)(4) reagent kit list 6e50-68 lots 70382m100 and 74603m100 are exhibiting initial and repeat reactive rates greater than the package insert upper 95% confidence limits. An investigation has been initiated to determine cause.

Manufacturer narrative:
(B)(4) - evaluation - reactivity originating from the htlv-I viral lysate. Thirty of 79 prism htlv-I / htlv-ii reagent lots, list number 06e50-68, have exhibited initial reactive rates (irr) and/or repeat reactive rates (rrr) that exceed the package insert 95% confidence interval upper limit. Multiple customer complaints related to reactive rates from several sites representing various geographic areas for these lots have been received since 7/30/08. Four risk evaluations were performed during the course of the investigation. There was no impact to product functionality or product performance. The package insert only contains the combined reactive rate performance data for the design validation lots, and did not reflect the performance of the 3 individual design validation lots. Although there was a correlation for repeat reactive rate with s/co of the donor population and positive calibrator counts; adjusting the assay cutoff value by selection of the positive calibrator dilution factor (df) did not significantly influence the reactive rate. The htlv-I components of the assay, which includes the htlv-I microparticle concentrate, htlv-I probe concentrate, and glycoprobe concentrate, were associated with the nonspecific reactivity for non-confirming reactive samples obtained from customers. However, no correlation between reactive rates and final concentration of these components in the reagent kit was identified. The common reagent of the htlv-I components is the htlv-I lysate. A change point related to a best practices improvement to the htlv-I lysate manufacturing correlated with reactive rate. However, non-confirming reactive samples exhibited an interaction with htlv-I assay components regardless of reagent lot. Some non-confirming reactive sample reactivity was reduced by pretreatment with heterophile blocking reagents and cysteine reductant, suggesting that the reactivity was a result of a sample-specific antibody interaction with components of the assay reagents. The probable cause of some reagent lots exhibiting irr and/or rrr that exceed the package insert 95% confidence interval upper limit is that these clinical results were obtained from the 3 clinical lots combined and does not accurately represent the individual clinical lot irr and rrr performance. A contributing factor for the higher than expected repeat reactive rates observed at multiple customer sites for the prism htlv-I/htlv-ii assay is a sample-specific antibody interaction with the microparticle and probe components of the assay reagents. The target of this reactivity originates from the htlv-I viral lysate.